Event description:
The physician encountered difficulty and upon removal of the sheath, it was noted the sheath had separated and frayed. The physician was able to get a balloon over the wire to the damaged section of sheath, inflated the balloon and removed the sheath and balloon over the wire. Nothing was noted to have been left in the patient is doing well. From the information provided by the reporter, a foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Catalog #: kcfw-5.0-38-55-rb-raabe. The sheath was returned in a used and damaged condition: it had separated into 3 segments with the coil and cap intact. The ends of each segment were ragged and severely elongated plus the tip had a notch/indentation. In quality control, per specification, it requires 100 percent inspection, insuring the correct inside and outside diameter of tubing and insuring the material is free from surface defects, bumps, bulges and protruding coils. It is also confirmed the surface of sheath is free of excessive dents, bumps or scratches. In addition, an IFU is provided that cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning. "Before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." The poor condition of the returned device is indicative of it being subjected to excessive force beyond its design strength, most likely due to tortuous anatomy in the lower extremities and/or calcified lesion in the vasculature that may snag the device during advancement and/or withdrawal. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Prior similar complaints and risk assessment resulted in the issuance of corrective action/preventative action for this failure mode. The investigation of CAPA led to a revised IFU issued via change request on 04/16/2010, which is after the post sterilization services date for this lot.